Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant insertion the anchor backed part way out of the prepared hole. When the inserter was placed onto the anchor to reinsert it, the anchor broke. A backup device was available to complete the procedure following a short delay with no patient impact.

Manufacturer narrative:
Device investigation narrative - due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. See communications for timeline. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).